Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen cracked after the patient struck the device against a table while wearing it, and a replacement device was arranged with the patient transitioning to back-up therapy, with blood glucose reportedly unaffected. Symptoms included no reported adverse clinical effects. Outcomes included no impact on glycemic control requiring medical care and no hospitalization. Investigation included review of the reported damage and coordination for device return. Investigation of this device revealed physical damage consistent with accidental impact to the display assembly, with no reported device alarms or functional anomalies. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage due to accidental impact.